Manufacturer narrative:
Due to character limitation in e1 for event site name, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) failed drive manifold test. No injury or harm reported.

Manufacturer narrative:
Updated fields - b4, d9, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) helped (B)(6) over the phone. Issue resolved by him after (B)(6) installed new parts. No other information is available. In future if we receive any repair information will reopen and update the investigation.